Event description:
Drive medical has received a user-facility medwatch report from a nursing home. It's alleged that a wheelchair distributed by drive medical had a "jagged cut", when the leg rests are moved to the side it exposes a small bar where the leg attached to the wheelchair. This bar caused the resident's laceration. This MDR report is based on the above user-facility medwatch report.